Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient had one lead replaced successfully, but when attempting to place the 2nd lead there was a dural tear and so the second lead was removed. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-32919. It was reported that the patient's scs leads had migrated from their original position, in turn the patient underwent surgical intervention wherein the leads were replaced on (B)(6) 2020. The patient may undergo further surgical intervention to address the issue.